Event description:
It was reported that during an interventional procedure in the right coronary artery, the stent was dislodged during an attempt to withdraw the stent delivery system (sds), and was retrieved using a snare device. The lesion to be treated was distal to an existing stent in the mid right coronary artery; difficulty was encountered advancing the sds through the first bend, as well as pulling the sds back into the guide catheter. The instructions for use, instruct that if resistance is encountered when the stent delivery system is withdrawn into the guide, both devices should be removed together. The vessel was not observed to be particularly tortuous. It was observed that the guide catheter was not coaxially aligned and that the angle of the guide catheter to the vessel was not optimal. There were no other pt complications or injuries.